Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Investigation identified one bent grip causing misalignment of the grips. The grips and components adjacent to this bent grip does not show damage. Further investigation found a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was pinched at the grip hub. The conductor wire insulation was damaged but the internal wires were not exposed. The instrument failed the electrical continuity test. These related observations confirm the customer reported event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the user noticed that the force bipolar instrument's hinge kept getting caught in tissue. The instrument was removed and replaced with a backup. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tissue adhering to the instrument was a hernia sac. The instrument was used for 30 minutes before the issue occurred. The surgeon was moving the instrument and then the instrument's grip tang got caught in the tissue. The reporter confirmed that the user tried to remove the tissue by unhooking the instrument; however, the grip caught the tissue, causing a hole in it. The tissue was planned to be removed as part of the procedure. Following this, the user continued and completed the procedure without further issue. No fragment fell into the patient.